Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s device changeout procedure, for reaching end of service (eos), there was a header issue with the implantable cardioverter defibrillator (ICD) as the physician was not able to get the lead out of the header of the ICD. The physician had to take the screw out and grommet and then use the wrench to push out the lead. The new device was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.